Manufacturer narrative:
Examination of the returned complaint device revealed that the polymer coating peeled at 298.5cm to 299.2cm approx. From the proximal end. All outer diameter measurements met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an anterior tibial artery treatment procedure, guide wire coating detachment occurred. Vascular access was obtained via an antegrade right approach. The occluded target lesion was located in the non-tortuous below the knee (btk) anterior tibial artery. A v-14 control wire was selected and was advanced against resistance; however, a piece of wire coating detached inside the patient. The detached piece of coating was dilated with an unspecified balloon to the vessel wall. It was noted that resistance was met during removal of the guidewire. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an anterior tibial artery treatment procedure, guide wire coating detachment occurred. Vascular access was obtained via an antegrade right approach. The occluded target lesion was located in the non-tortuous below the knee (btk) anterior tibial artery. A v-14 control wire was selected and was advanced against resistance; however, a piece of wire coating detached inside the patient. The detached piece of coating was dilated with an unspecified balloon to the vessel wall. It was noted that resistance was met during removal of the guidewire. No patient complications were reported and the patient's status is stable.